Event description:
Olympus was informed that in the beginning of a cystoscopy, when the device was initially inserted into the pt's urethra, the user felt slight restriction. The user was not able to remove the device as the distal end of the bending section cover stretched and folded over the tip of the device. The user had to cut the scrotum sack to access the urethra and was able to straighten out the bending section cover. The device was successfully removed from the pt. The procedure was aborted. The pt was discharged the same day and is doing fine.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the insertion tube dented and buckled with scrape marks. The bending section was irregular and dented in several places which caused restriction in the forceps passage. In addition, the bending section glue was cracked, and peeling. There were chips and scratches on the light guide lens and distal end cover. The device was inspected with borescope/rigid telescope and scrapes/shears marks were found on the biopsy channel. The phenomenon was attributed to physical damage. The device was recommended for refurbishment.